Event description:
It was reported that during an infusion set up in the labor and delivery care area. An IV bag emptied onto the floor. The customer stated that the IV set was properly loaded into the pump and the door was closed. The device was tested at the facility and performed as expected. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question and could not confirm a free flow event. The pump was within specification and no malfunction could be identified. A flow rate test was performed per the spectrum preventive maintenance procedure with the unit passing. The pump also passed additional flow rate tests. Additionally, upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing. Excessive drip and pressure testing was conducted at (B)(4) fahrenheit with the unit passing.